Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working. During examination, it was found that the pump stayed dimpled. Two weeks later, a surgical procedure was performed and the pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working. During examination, it was found that the pump stayed dimpled. Two weeks later, a surgical procedure was performed and the pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and leak and functionally tested. Functional testing of the pump revealed that it did not pass the activation test. Based on the information available and analysis results, the activation anomalies identified in the pump could have caused or contributed to the reported clinical observation of pump collapsed/dimpled/flat.